Event description:
It was reported to philips that x-ray exposure was unavailable at specific times on an allura xper fd10/10. The clinical use of the system was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the converter 8e velara and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).